Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if the reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope angulation works but angulation control knob felts too loose or light. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the foreign object came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found detailed defect contents insertion part curved tube angle insufficient. Detailed defect contents are operation unit angle play. Tip nozzle poor water drain, tip objective lens adhesive peeling, tip illumination lens cracked, tip illumination lens adhesive peeling, tip cover crush (dent), insertion part curved rubber adhesive part chipped, insertion part curved rubber adhesive part cracking, insertion part flexible tube scratch, operation unit main body damaged, operation unit switch 1 rubber break, operation unit switch 4 rubber wear, tip objective lens chipped, cable section universal code scratch, cable section universal code wrinkle, defects of the cable section universal cord connector side, connector part scope connector scratch, and operation unit grip hippo scrape. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.